Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had been alarming two different pump errors. The alarms had occurred a few times. The customer¿s blood glucose level was unknown. The alarm history was checked and they confirmed that there were multiple pump errors. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No pump error 15 or pump error 4 alarms noted during testing. The device was received with minor scratched lcd window and cracked retainer.